Event description:
It was reported that a patient underwent a lipoma removal procedure on an unknown date and topical skin adhesive was used. A few hours after surgery, the patient noted a pruritic rash restricted to the adhesive sites. Initially, wound infection was suspected, but the pruritic lesions did not clear under systemic antibiotic therapy with ciprofloxacin. Physical examination showed a poorly defined erythematous, partly urticarial and vesticular rash that was restricted to the wounds. The patient was treated with topical gentamicin and triamcinolonacetonide emollients. The pruritic rash resolved within 7 days.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.